Manufacturer narrative:
While no surgical intervention has occurred to date and the problem has not been defined as being device related, due to the consistent level of pain that the patient is experiencing an MDR is filed to document this event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A mesh sample has been provided to the patient's allergist for reactivity testing. To date it is unknown when the testing will take place. We have requested that the allergist provide the results of the reactivity test to davol field assurance. Based on the information available at this time, the source of the patient's reported pain is unknown. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: it is reported that on (B)(6) 2016 the patient was implanted with a bard 3dmax mesh. As reported the patient has experienced ongoing pain since implant and her surgeon has been unable to determine the source of the pain. At this time the patient is actively seeking and receiving treatment for her ongoing pain while she and her surgeon are trying to determine the source. It is reported that the patient has known sensitivities to several materials. A mesh sample has been provided to the patient's allergist for reactivity testing as her surgeon is attempting to rule out the mesh implant as the source of the pain before deciding on the best course of treatment.

Manufacturer narrative:
This is an addendum to the initial MDR to document the results of the reactivity testing. Per the allergist's office the reactivity testing was performed on the patient and the results were negative for a mesh reaction. At this time patient reaction to the mesh has been ruled out, however the cause of the patient's reported pain continues to be undetermined, as such the results remain inconclusive.

Manufacturer narrative:
While no surgical intervention has occurred to date and the problem has not been defined as being device related, due to the consistent level of pain that the patient is experiencing an MDR is filed to document this event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A mesh sample has been provided to the patient's allergist for reactivity testing. To date it is unknown when the testing will take place. We have requested that the allergist provide the results of the reactivity test to davol field assurance. Based on the information available at this time, the source of the patient's reported pain is unknown. Addendum #1: this supplemental emdr is submitted to document the results of the reactivity testing. Per the allergist's office the reactivity testing was performed on the patient and the results were negative for a mesh reaction. At this time patient reaction to the mesh has been ruled out, however the cause of the patient's reported pain continues to be undetermined, as such the results remain inconclusive. Addendum #2: this supplemental emdr is submitted to document additional information including included legal complaint, general patient outcome allegations. The additional information provided alleges the patient underwent additional surgery due to pain on (B)(6) 2016 for partial removal of the bard/davol 3dmax light. It is alleged that "the mesh is definitely folded and crumbled on the midline . . . Creating a meshoma". It is alleged that "a small edge of mesh directly still on the iliac vessels and this was left in place.¿ no medical records have been provided. Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. Addendum #3: h11: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of 3dmax light mesh, patient was diagnosed with nerve damage, adhesions, fibrosis, inflammation and neuralgia thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. Updated fields: a2, a4, b4, b5, b6, b7, d.6b (date of explant), f12, g1, g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event), d4 (expiry date, UDI. No), g4 (PMA/510(k) #), h4. This supplemental emdr represents 3dmax light mesh (device #1). An additional emdr was submitted to represent sorbafix enhanced (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol: it is reported that on (B)(6) 2016 the patient was implanted with a bard 3dmax mesh. As reported the patient has experienced ongoing pain since implant and her surgeon has been unable to determine the source of the pain. At this time the patient is actively seeking and receiving treatment for her ongoing pain while she and her surgeon are trying to determine the source. It is reported that the patient has known sensitivities to several materials. A mesh sample has been provided to the patient's allergist for reactivity testing as her surgeon is attempting to rule out the mesh implant as the source of the pain before deciding on the best course of treatment. Addendum based on additional information provided by patients attorney which included the legal complaint and general patient outcome allegations: (B)(6) 2016: the patient underwent left inguinal hernia repair with implant of a bard/davol 3dmax light, ref no. (B)(4), lot no huzh2416. (B)(6) 2016: due to disabling pain, the patient underwent partial removal of the bard/davol 3dmax light. Upon visualization of the bard/davol 3dmax light the doctor noted that ¿the mesh looks like folded and hardened and that is exactly where the patient seems to have most of the pain¿. The doctor additionally noted ¿the mesh is definitely folded and crumbled on the midline, possibly rejected by the body of the patient, creating a meshoma¿this meshoma is completely abnormal and warrants resection. Unfortunately, the lower part of the meshoma and the mesh is left behind¿. Sections of the bard/davol 3dmax light where adhered to underlying vessels are not able to be safely removed. (B)(6) 2016 ¿ patient underwent further removal of the bard/davol 3dmax light. The doctor noted ¿the anterior wall of the mesh or potentially the corona mortis was definitely involved and incorporated with the vessel." Given that it would not be prudent or safe to dissect anymore of the mesh overlying the vessels similar to the findings from the laparoscopic repair, tis was preserved. The bulk of the inguinal portion of the mesh that was over the direct space and internal ring was transected off, however, a small edge of mesh on the iliac vessels was left in place. In an attempt to lessen the patients debilitating pain the doctor elected to resect four inguinal nerves; however, it is alleged that the nerve resections were ineffective at alleviating the patient¿s pain. The patient continues to experience debilitating pain, significant impairment of mobility and activities of daily living, scar tissue build up, voiding issues, fatigue, depression, anxiety and blurred vision. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax light mesh (device #1) which was secured in place using sorbafix enhanced fastener (device #2). Per operative notes, ¿the patient was noted to have a indirect inguinal hernia. The hernia sac was reduced and abdominal wall were separated from the round ligament. A 3dmax light mesh (device #1) was placed into the preperitoneal space and secured to the cooper's ligament and the muscle of the anterior abdominal wall with sorbafix enhanced absorbable fasteners (device #2).¿ (B)(6) 2016 - patient was diagnosed with meshoma and nerve pain thereby underwent laparoscopic repair with the removal of tacks (device #2) and partial removal of mesh (device #1). Per operative notes, ¿there are two tacks sticking at the superior aspect and the lateral aspect of mesh. On the medial side in the area of cooper's ligament and in the internal ring, the mesh looks like folded. The tacks (device #2) irritating some sensitive nerves were removed. The meshoma integrated with lower aspect of mesh was removed. The mesh is folded and crumbled on the midline. The lower part of meshoma and mesh is left behind.¿ (B)(6) 2016 - patient was diagnosed with left inguinodynia, chronic neuropathic pain thereby underwent laparoscopic repair with the removal of mesh (device #1). Per operative notes, ¿iiiohypogastric nerve was trapped in scar. The ilioinguinal nerve was neurectomized. A bulk of mesh centered around the internal ring was adherent and close to iliac vessels. This was dissected along the mesh from the floor of inguinal canal and tack was found at cooper¿s ligament. The mesh (device #1) was dissected. The anterior wall of the mesh was incorporated with the vessel, then the mesh was used to buttress the repair. The mesh was shaving off, cutting away the bulk of the inguinal portion of the mesh over the direct space and internal ring was transected off. There was a small edge of mesh was still on the iliac vessels which left in place.¿ attorney alleges that the patient had adhesions, mesh migration, pain & suffering, mesh shrinkage and hernia recurrence. It is also alleged difficult and unable to removal all of mesh, emotional/psychological injuries and blurred vision.

Manufacturer narrative:
This is addendum #2 to document additional information including included legal complaint, general patient outcome allegations, and patient's attorney contact information. As previously reported, a mesh sample has been provided to the patient's allergist for reactivity testing. Per the allergist's office the reactivity testing was performed on the patient and the results were negative for a mesh reaction. The additional information provided alleges the patient underwent additional surgery due to pain on (B)(6) 2016 for partial removal of the bard/davol 3dmax light. It is alleged that "the mesh is definitely folded and crumbled on the midline . . . Creating a meshoma." It is alleged that "a small edge of mesh directly still on the iliac vessels and this was left in place.¿ no medical records have been provided. As previously reported, a review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on 07/18/2016: it is reported that on (B)(6) 2016 the patient was implanted with a bard 3dmax (light) mesh. As reported the patient has experienced ongoing pain since implant and her surgeon has been unable to determine the source of the pain. At this time the patient is actively seeking and receiving treatment for her ongoing pain while she and her surgeon are trying to determine the source. It is reported that the patient has known sensitivities to several materials. A mesh sample has been provided to the patient's allergist for reactivity testing as her surgeon is attempting to rule out the mesh implant as the source of the pain before deciding on the best course of treatment. Per the allergist's office the reactivity testing was performed on the patient and the results were negative for a mesh reaction. Addendum based on additional information provided by patients attorney which included the legal complaint and general patient outcome allegations: on (B)(6) 2016: the patient underwent left inguinal hernia repair with implant of a bard/davol 3dmax light, ref no. 0117311, lot no huzh2416. On (B)(6) 2016: due to disabling pain, the patient underwent partial removal of the bard/davol 3dmax light. Upon visualization of the bard/davol 3dmax light the doctor noted that ¿the mesh looks like folded and hardened and that is exactly where the patient seems to have most of the pain¿. The doctor additionally noted ¿the mesh is definitely folded and crumbled on the midline, possibly rejected by the body of the patient, creating a meshoma¿this meshoma is completely abnormal and warrants resection. Unfortunately, the lower part of the meshoma and the mesh is left behind¿. Sections of the bard/davol 3dmax light where adhered to underlying vessels are not able to be safely removed. On (B)(6) 2016: patient underwent further removal of the bard/davol 3dmax light. The doctor noted ¿the anterior wall of the mesh or potentially the corona mortis was definitely involved and incorporated with the vessel." Given that it would not be prudent or safe to dissect anymore of the mesh overlying the vessels similar to the findings from the laparoscopic repair, tis was preserved. The bulk of the inguinal portion of the mesh that was over the direct space and internal ring was transected off, however, a small edge of mesh on the iliac vessels was left in place. In an attempt to lessen the patients debilitating pain the doctor elected to resect four inguinal nerves; however, it is alleged that the nerve resections were ineffective at alleviating the patient¿s pain. The patient continues to experience debilitating pain, significant impairment of mobility and activities of daily living, scar tissue build up, voiding issues, fatigue, depression, anxiety and blurred vision.